Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open. A technical support specialist connected to the unit and checked the zones, found a disabled zone, and reenabled it. After restarting the cubex application, the user was able to issue tylenol successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the drawer failed to open. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: upon further review, it was determined that this report was inadvertently submitted as a duplicate of MFR. Report number 2016493-2026-10671. Please refer to MFR. Report number 2016493-2026-11876.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the drawer failed to open. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.